Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Patient was implanted with afx2 bifurcated stent graft and limb stent graft on (B)(6) 2017. Per CT scan, the patient presented with a potential 3a endoleak between the main body limb and limb extension on the left common iliac artery and a component separation on (B)(6) 2018. No treatment has been scheduled to date, but the patient is stable.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3a endoleak with complete component separation of the left limb and an additional 1b endoleak on the right limb of the main body. The most likely cause of the distal loss of seal bilaterally was related to the off label iliac anatomy. Procedure related harms could not be determined due to a lack of relevant medical records. The final patient disposition was reported to be in stable condition. There have been no further reports of negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: adverse event or product problem: update to adverse event and product problem